Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The email attached to file has a photo which has an image of ethicon logo and not the defective product. Please re-send the photo.

Event description:
It was reported that the patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2016 and unknown barbed suture was used. During vaginal cuff closure the suture broke approximately one inch from the needle on the first back stitch. The procedure was completed with another like device. The surgeon opined that there was enough back suturing already in place to remain stable. There was no adverse patient consequence reported.

Manufacturer narrative:
It was reported that this is not an ethicon product. Therefore this medwatch is being voided.